Event description:
It was reported that a buretrol set was missing the roller in the roller clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the sample was returned for evaluation. A visual inspection confirmed that there was no roller ball in the roller clamp. The cause of the missing component was a failure in the roller clamp assembly machine. The sensor and the air line were repositioned to fix the reported malfunction. If additional relevant information is obtained, then a follow-up MDR will be submitted.